Manufacturer narrative:
This report is submitted by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. This report is filed on (B)(6) 2016. Device not returned to manufacturer.

Event description:
Per the clinic, the device was explanted on (B)(6) 2016 due to recurrent infections and drainage at implant site. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(6) 2016.

Manufacturer narrative:
This report is submitted by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. This report is filed august 16, 2016. (B)(4).